Event description:
Olympus was informed that during an onsite visit, the user facility staff did not perform any pre-cleaning steps on gif scope in transition to colonoscopy during double procedure, they did not use the air/water channel cleaning adapter or the washing tube for flushing of the elevator wire, a staff member carrying a storage container above their head with one hand and the staff used a maj-1888 cleaning brush on the gf-utc180 eus scope. No patient infections or injuries

Manufacturer narrative:
This report is related to MFR(s) 05102 (1/3), 05145(2/3) based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: 1) bedside pre-cleaning steps not followed for gif scope, eus or colon scope. Maj-1888 olympus brush being used on eus scopes. Umbilical end of scope not immersed during leakage testing. 2) noted staff carrying scope container over their head with one hand out of procedure room. 3) noted staff causing damage to umbilical end of scope during transition from upper endoscopy to colonoscopy while moving boom from one side of room to other side. The ess provided olympus bedside pre-cleaning posters for gastrointestinal scopes and eus scopes. Provided reprocessing posters for gi, tjf-q190v, eus and 180 ebus scope.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was found the bedside pre-cleaning steps not followed, they did not use the air/water channel cleaning adapter or the washing tube for flushing of the elevator wire, a staff member carrying a storage container above their head with one hand. Noted staff using the maj-1888 cleaning brush on the gf-utc180 eus scope, and during leakage testing it was noted the staff not completely immersing the scope in the water. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to correct the following fields: b5: describe event or problem. D10: concomitant medical products. H10: provide narrative/data: the previously listed related MFR(s) were incorrectly added. In addition to correcting the following: based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the user facility staff was found the bedside pre-cleaning steps not followed, they did not use the air/water channel cleaning adapter or the washing tube for flushing of the elevator wire, a staff member carrying a storage container above their head with one hand and during leakage testing it was noted the staff not completely immersing the scope in the water. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, root cause cannot be identified. Olympus will continue to monitor field performance for this device.